Manufacturer narrative:
UDI related data quality updates only. As requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during an emergency care procedure, using a glidescope avl video baton 3-4, the image appeared "garbled" with lines going across the screen. No delay in the procedure, use of a backup device, or harm to the patient was reported.